Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to procedure, when opening the package and trying to use the suture at the time of closing wound, the needle and thread were found to be disengaged and unable to be used. Therefore the device was stopped using and a new suture was taken out and used. There was no patient involvement.